Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Fiducial markers were placed during the same procedure. During radiation planning on (B)(6) 2022, the patient complained of minor constipation. On (B)(6) 2022, the patient received 7000/28 fractions radiotherapy (xrt). After 12 fractions, like the daily cone beam computed tomography (cbct) scan appeared to show that spaceoar configuration was changing. During the middle of receiving radiation therapy, the patient reported that the spaceoar vue gel was excreted out his rectum. On (B)(6) 2022 and exam and cbct was performed and showed there was no gel present. On (B)(6) 2022, the patient was sent out to gastroenterologists (gi). A pinpoint hole was found in the anterior rectal wall. The rectal wall does not looked inflamed. The patient's radiation therapy has been delayed. The patient was admitted to hospital beyond the standard of care. Reportedly, the issue is ongoing.